Event description:
The customer reported discrepant troponin I (access accutnl+3) results, for two patients, involving the unicel dxc 600i synchron access clinical system. The customer stated the discrepant results were not released from the laboratory. There was no patient impact associated with this event. The patients' samples were collected in lithium heparin plasma tubes and centrifuged in a stat spin centrifuge at 5,100 rpm (rotations per minute) for five minutes. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) was unable to adjust the voltage on the ultrasonics and replaced the pipettor gantry. Once the gantry was replaced, the fse was able to adjust the voltage. The fse performed gantry alignments and completed system check, high sensitivity (hs) system check, and a 10-replicate precision test. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Pipettor gantry. In conclusion, the likely cause of the event is attributed to the pipettor gantry. A definitive root cause is unknown.